Manufacturer narrative:
The device was not returned to resmed for an evaluation. A resmed customer representative assisted the customer with instructions to perform a hard reset of the device. The hard reset was able to resolve the issue. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported event was due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed an astral device did not power on and failed to charge its internal battery. There was no patient harm or serious injury reported as a result of this incident.